Manufacturer narrative:
The replaced parts were investigated at the manufacturer, the results determined that the brushless motor of the stirring mechanism had the defective electronic and this compromised the functioning of the motor. In addition, the housing of the stirring mechanism was rusted. Most likely this defect was caused by the short-circuit of the motor power board.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative in charge for the repair installed a new stirrer motor. After the replacement the stirrer motor was running again but the error code persisted. The technician replaced the distributor and the processor boards and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message and that the stirrer motor was not running. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.